Event description:
The complaint is reported as: the customer alleges that the blade was broken upon opening of the package.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.